Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit is not expected to be returned to fisher & paykel healthcare. Our investigation is currently ongoing and we will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) the complaint device is not expected to be returned to fisher & paykel healthcare (fph) as it is not made available by the hospital. Our investigation is based on our knowledge of the product and additional information provided by the hospital. The hospital reported that a "hose kinked" alarm was observed during use of the rt265 circuit with drager babylog 8000 plus ventilator. Two other non-fph circuits (intersurgical, drager medical) were tested with the drager babylog 8000 plus ventilator and the same "hose kinked" alarm was replicated. Further information was received from drager regarding their ventilator. Drager stated that at high flow rates, the ventilator operates closer to the threshold for the "hose kinked" alarm as there would be an increase of pressure drop with these settings. Drager offers a special circuit system for high frequency ventilation (hfv) to minimize the false "hose kinked" alarm. According to drager, the use of this hfv circuit is recommended in the user instructions for hfv. None of the circuits used and tested by the hospital were in the drager's list of recommended circuits for hfv mode. Drager concludes that the reported event was caused by the use of non-explicitly recommended accessories with the babylog 8000 plus ventilator. The rt265 circuit has been tested with the drager babylog 8000 plus and the results have been considered as acceptable for use in hfv mode. Our user instructions that accompany the rt265 circuits state the following: "set appropriate ventilator alarms." "Check all connections are tight before use." This is the only complaint of this type in the last year up to the end of (B)(6) 2013.

Event description:
A healthcare facility in (B)(6) reported that the rt265 infant breathing circuit was causing a "hose kinked" alarm from the ventilator. No patient secretion or water was found on the circuit limbs. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the rt265 infant breathing circuit was causing a "hose kinked" alarm from the ventilator. No patient secretion or water was found on the circuit limbs. No patient consequence was reported.